Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
(Report 3 of 3) it was reported during surgery when the surgeon was attempting to remove the screw two drivers were deformed. The screw and plate had to be removed using a carbide drill. The surgery was completed after a 20-minute delay. There were no other adverse patient consequences reported. There are 3 related report numbers for this event 3025141-2024-00335 through .